Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x24 synergy ii drug-eluting stent, when the stent protector was removed, it was noted that a stent strut was lifted off the balloon. The device was not used on the patient. The procedure was completed with a different device. No patient complications were reported.